Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had experienced a system error 2240 (air in line/set) alarm. The patient was connected. The patient closed clamps and disassembled the set to end the therapy. There was no report of patient injury or medical intervention. There is no additional information.